Event description:
It was reported that during the use of the product, the customer measured the cuff pressure, but it was below 20cmh2o. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. The device passed all functional tests. DHR review was done, no issues related to the original complaint were found.